Event description:
Six hole lcp one-third tubular plate broke post operatively approximately three weeks after being implanted. The plate was removed on (B) (6) and replaced with another 6 hole lcp plate.

Manufacturer narrative:
Implant date was reported as approximately (B) (6) 2010. Device will not be returned for evaluation. Review of the device history record has been requested. No conclusions can be made at this time.